Event description:
It was reported that the doctor mentioned that the patient with a gmrs proximal femur and bipolar hip has developed hip pain. Exploratory surgery is scheduled (B)(6). Further information indicated that the patient was infected. Bipolar head and femoral head were removed and replaced with new components on (B)(6) 2013.

Manufacturer narrative:
Additional devices listed in this report: cat # 64951001, lot # s9rmk, description: proximal fem comp std; cat # 64853611, lot # tec1215e, description: mrs fem stem w/o body 11x203mm; cat # 6260-9-426, lot # 37753701, description: 26mm +12 lfit v40 head; cat # 64956030, lot # s79pl1, description: gmrs extension piece 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a uhr bipolar 26x43mm was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the doctor mentioned that the patient with a gmrs proximal femur and bipolar hip has developed hip pain. Exploratory surgery is scheduled (B)(6). Further information indicated that the patient was infected. Bipolar head and femoral head were removed and replaced with new components on (B)(6) 2013.